Manufacturer narrative:
Medical product: persona articular surface fixed bearing cruciate retaining (cr), catalog # 42522000512, lot #62228325. Nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella, catalog # 00587806535, lot # 62345109. Femur trabecular metal cruciate retaining (cr) standard porous, catalog # 42502806402, lot # 62377634. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.  Multiple MDR reports were filled for this event: 0001822565-2018-00296 remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty and is now scheduled for revision of the "lower half" of the knee due to knee pain,

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Compatibility check noted no issues. Review of the complaint history determined that no further action is required. Per the package insert, pain is a known potential adverse effect of the tka procedure. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event could be confirmed per medical records received. Per the package insert, pain and loosening are known potential adverse effects of a total knee arthroplasty procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay correction in initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to pain and tibial loosening.

Manufacturer narrative:
The root cause of the reported event has been traced to a design issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.